Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope tested positive for an unknown colony forming units (cfus) of moderate growth of escherichia coli. The issue was found during a routine culture of the scope. It was also noted that while the awaiting culture results, the scope was used on a patient, however, it was confirmed that there was no patient infection. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected field: h4: apr 26, 2016. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: escherichia coli. The device was evaluated where no abnormalities were found that could have led to the reported event. This report is related to MFR (B)(4) (2/16).